Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. It was reported by the rep that during the procedure the surgeon attempted to fire the al326 clip applier and no clips appeared to be in the instrument. Another al326 instrument was used to complete the case. There was no pt consequence.